Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other five proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that cuff misses occurred during suture placement using two proglide devices in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy in the right common femoral artery was 6f and during the aaa procedure the sheath was upsized to a 22f. The arteriotomy in the left common femoral artery was a 6f and during the aaa procedure the sheath was upsized to a 16f. Reportedly, the right common femoral artery was calcified and per the report "calcium - did cut down". It was also reported that two proglide sutures were deployed in the left common femoral artery and during closing the knots came out of the artery. Two additional proglide sutures were pre-placed. The aaa procedure was completed. Post aaa procedure hemostasis was not achieved in the left common femoral artery with the pre-placed proglide sutures. Hemostasis was achieved in the left common femoral artery using manual arterial compression for 15-20 minutes. It was reported that "worried about dissection of common femoral artery (cfa) a non-abbott covered stent was deployed". A clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.